Event description:
The cordguard was used during a difficult c-section, insulin dependent diabetic mother, with a large baby. After the umbilical cord was cut and the infant was moved from the field the clamp came off. The infant lost an undetermined amount of blood. Both the mother and the baby are doing fine.